Event description:
It was reported by the patient¿s mother that the patient experienced a skin reaction at the infusion site after an unspecified duration of pod wear. The patient¿s blood glucose levels were reported to be in the range of 9-10 mmol/l (162-180 mg/dl) during the event. According to the mother, the infusion site developed redness, swelling, and purulent discharge (pus), prompting them to seek medical attention. On (B)(6) 2026, the mother consulted a diabetes healthcare professional at sana klinikum lichtenberg during a routine medical appointment, where the patient was prescribed a nose spray and a cortisone ointment. No specific diagnosis was reported. The patient successfully resumed omnipod therapy following the event. The pod involved is no longer available for investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.